Event description:
Patient undergoing endoscopic full thickness cecal polypectomy. His medical history is significant for an appendectomy, four prior attempts to resect the polyp, and a tattoo marking the polyp. Both the gastroenterologist and the technician attended the 8 hour training on the use of this device, and have performed approximately one procedure per month since its introduction to this facility six months ago. The technician was operating the hand wheel and snare. He reported the hand wheel feeling "tight" when he made the initial turn, and it got tighter and tighter. He felt a release and a jump, and saw the white ring go forward and tissue go into the cap. He deployed the clip. Everyone in the room thought the clip deployed, but when the device was pulled back, the clip was still attached. The patient had to undergo laparoscopic resection of the terminal ileum and right hemicolectomy.